Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) states, device failed battery run time test while completing pm. Obtained purchase order from customer and replaced batteries. Device passed all performance and safety tests according to factory specifications. Device was returned to customer.

Event description:
It was reported by getinge fse that during preventive maintenance, the cs300 intra-aortic balloon pump (iabp) failed battery run test. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.